Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at (B)(6) medical, the device failed the 30 psi occlusion pressure test, recording a pressure of 41.0 psi, which is outside the acceptable range of 22 to 38 psi. The issue was successfully resolved by recalibrating the 30 psi calibration value from 237 to 267. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at (B)(6) medical, the device failed the 30 psi occlusion pressure test, recording a pressure of 41.0 psi, which is outside the acceptable range of 22 to 38 psi. The issue was successfully resolved by recalibrating the 30 psi calibration value from 237 to 267. No patient involvement was reported.